Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to have breathing and lung issues. The medical intervention that the patient received in response to the event is currently unknown. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as : the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to experience breathing/lung problems. There was no medical intervention reported by the patient. The reported event of breathing/lung problems and its reported severity was reviewed by manufacturer clinical expert. Based on the information available, the manufacturer concludes no further action is necessary. The device has not yet returned to the manufacturer for evaluation. At this time no further investigation can be performed. If any additional information is received, a follow-up report will be filled. Section b1, b2 has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction.